Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that the device was alarming no message during the use of the cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition as no damage or other discrepancies were found. Functional testing confirmed that the the sample could be connected without problem. The root cause of the reported problem could not be determined as the complaint was not confirmed due to the fact the sample was tested and successfully passed. No lot number was provided, therefore, a device history record review could not be completed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.